Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2007 pt underwent the repair of an inguinal hernia repair and umbilical hernia repair, with placement of a bard/davol "mesh patch" and a "repair plug." The atty's report alleges the pt suffered pain, infection, and explant.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. Med records have not been provided. The pt's atty alleges the pt was treated for mesh erosion. Mesh erosion is listed as a potential effect of failure. A mfg review was performed and found no evidence of a mfg related cause for the related event. If additional event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00080 for info related to the "bard mesh patch" also implanted on (B)(6) 2007.